Event description:
My daughter has type 1 diabetes. We are using the prodigy meter to check her blood glucose. The prodigy gives inaccurate readings. This reading can range from a 30 difference to over 100 difference. This is very dangerous because I depend on the meter to let me know how much insulin she will be given. I have had to purchase out of pocket another brand just so I can assure that she has enough or isn't given too much insulin. I know that we are not the only ones that have issues with the prodigy meters and I really think this should be looked into. She was just diagnosed (B)(6) 2011 with type 1 diabetes and the prodigy meter has been nothing but trouble. Unfortunately, (B)(6) has a contract with this company. I have to use this meter, prodigy pocket for checking my daughter's blood glucose. We have started using this product (B)(6) 2011. We have experiences in accurate readings that range from a 30-100. This is dangerous, because I depend on this meter so that I can determine how much insulin to give her.